Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with the blood glucose level of 899 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin drip. Customer did not allege that the insulin pump was under delivering. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.